Event description:
It was reported that patient stopped charging their ipg as recommended due to not feeling pain anymore, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.